Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A document assessment (fmea) was conducted and no changes were required. Per DHR the product et tube, preformed cuffed nasal, 6.0, lot #01d1300251 was manufactured on 04/18/2013. The DHR investigation did not show issues related to complaint. The complain can bot be confirmed since the sample was not available for investigation at the time of this report, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that the balloon burst. No major consequences. No report of a patient injury or delay in treatment.